Event description:
Reportedly, while using, tried to remove the tissue with the pouch, then the bottom of the pouch came off. Tissue and the bottom of the pouch dropped into the cavity. They were removed from the cavity. No patient injury.